Manufacturer narrative:
(B)(4). (B)(6). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter, during an anastomosis surgical procedure, (the stapler) cannot have 90 axe position, the consequence of this issue is that they cannot stapled. No further information was provided. (B)(6) 2015 follow-up information stated no possibility to turn on his axe (over balance) the head of the anvil inside the distal esophageal stump. To extract the device, the surgeon had to cut a part of the stump esophageal (2cm tissue). No reinforcement material used. They completed the surgery by manual suture. The surgery time has been extended by 45 minutes. After scanning no septic syndrome but after 6 days they observed a right lateral clinic fistula. They had to do an another surgery 14 days later to put in place an endo prosthesis. The patient has been hospitalized 1 month.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one dst series eea orvil 25mm device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications.